Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and a hub detachment issue occurred. At the end of the procedure while drawing the catheter out of the preface® guiding sheath with multipurpose curve, the hub of the sheath came off. The catheter was still able to be pulled out of the preface® guiding sheath with multipurpose curve. The hub came off in one piece from the remainder of the sheath. The hemostasis hub was in 1 piece. The hub did become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed and the hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 30cc. It came off when the catheter was removed at the end of the procedure for the final time. The device evaluation was completed on 27-sep-2021. The product was returned to biosense webster for evaluation and it was sent to cardinal health for further investigation. Visual analysis of the returned sample revealed no anomalies could be observed on the received cannula sheath. Also no anomalies could be observed neither on the hub nor on the cap or on the tip of the received cannula sheath. Per functional analysis, an insertion/ withdrawal test was successfully performed on the unit. A lab sample pref. 8f vessel dilator was inserted/ withdrawn several times into the pref. Cannula sheath via hub. Neither hemostasis valve separation nor hub detachment issues were found on the unit. Additionally, a hub pulling test was done in the unit. The hub was grab and forcibly pulled off to confirm or discard any hub separation issue. No anomalies found. The hub of the unit was properly attached to the body shaft of the cannula sheath as expected. A device history record review was performed and no internal actions related to the reported complaint were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the as the device performed without any hub detachment issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface¿ guiding sheath with multipurpose curve and a hub detachment issue occurred. At the end of the procedure while drawing the catheter out of the preface¿ guiding sheath with multipurpose curve, the hub of the sheath came off. The catheter was still able to be pulled out of the preface¿ guiding sheath with multipurpose curve. The hub came off in one piece from the remainder of the sheath. The hemostasis hub was in 1 piece. The hub did become detached from the sheath. The sheath was being used on the patient. Air did not enter the patients body. This issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed and the hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 30cc. It came off when the catheter was removed at the end of the procedure for the final time. The event was assessed as a MDR reportable hub detachment issue.